Event description:
It was reported to philips that the system could not start up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited the site and confirmed the reported issue. Upon troubleshooting, fse found the system boot stuck and the flex vision pc failed to start due to a faulty. To resolve the issue, the fse replaced the flex vision pc and return the part for part analysis, and it confirmed the failure. After flex vision pc replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome